Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 09-jan-2018 a field service engineer (fse) follow-up over-the-phone and confirmed that the customer had resolved the reported error message after cleaning and lubricating the z1-axis rod. No further action was required by the fse. The g8 instrument was performing within specifications. A 13-month complaint history review and service history review for similar complaints for the g8, serial number (B)(4), was performed from 08-dec-2017 through (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6 - troubleshooting states the following: 710 z1-axis error an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported event was due to the sampling z1-axis rail needing cleaning and lubrication.

Event description:
On (B)(6) 2018 a customer reported receiving 710 z1-axis error message on the g8 instrument. The customer is unable to run, which caused a delay in reporting of patient results for hemoglobin a1c (hba1c). A field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number: e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated catalog# and 510(k) number.